Manufacturer narrative:
As a result of integra's two year retrospective review, which is still ongoing, integra concluded that this medical device report should have been submitted at the time that the complaint was received. Theken's investigation reviewed video of the procedure that confirmed that three of the spring arms did not lock over the screw heads, but were able to be properly positioned using a pick/nerve retractor. A review of the complaint log showed this was a repeat incident and a corrective action was implemented in 2009. This issue was addressed in the failure modes and effects analysis (fmea) in the product design dossier. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
The reporter stated that during a spinal surgery procedure using the 2-level manta ray anterior cervical plate, three of the six locking arms did not spring into place after screw insertion, and had to be bent over the heads of the screws. There was no adverse outcome for the patient. The plate was used to complete the surgery.